Manufacturer narrative:
(B)(4). No iap part has returned to teleflex chelmsford for investigation. The reported complaint of display screen turns blank is not able to be confirmed. The hospital biomed checked the pump and found the capacitor c82 on the cpu board melted. The pump has been taken out of service to be decommissioned. If a part is returned at a later date, an investigation of the part will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) screen went blank. As a result, the iabp was swapped out. The patient is stable, there is no report of injury or consequence.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) screen went blank. As a result, the iabp was swapped out. The patient is stable, there is no report of injury or consequence.